Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: chile. Packaging with liquid leaking, sutures do not have the minimum liquid content.

Manufacturer narrative:
Background: we proceed to review the complaints database and it was possible to confirm that we do not have additional claims associated with these product code and batch number. Batch record: it was made a review of the documentation corresponding to the manufacturing process and it was found no deviations or alterations during the process, in process controls and controls of the finished product were within specifications. Analysis of the sample (s): the samples received were visually reviewed, during this evaluation it was possible to prove that all the samples, in fact, have leakage of liquid in different parts of the envelope. Our production process through the (B)(4) layer, already managed the defect leakage of conditioning solution. The date of manufacture of all batches involved is prior to the CAPA. Conclusions: the complaint was determined as confirmed, since during the visual inspection it was possible to verify the presence of solution leakage and this can be attributed to the manufacturing process. Actions: the leakage is a defect identified and addressed in the CAPA (B)(4), the date of manufacture of the batches involved is prior to the implementation of the CAPA, therefore no additional actions will be generated.